Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with infection based on wound anterior of tibia at the incision site. The implant was removed and antibiotic cement spacer was inserted antibiotic course prescribed by the surgeon. It was noted that there was remarkable patient circumstances/non-compliance.

Manufacturer narrative:
The reported event could be confirmed, based on available information and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that ¿with the limited information given and without a view on the clinical situation the assessment must be limited, here. The CT shows the girdlestone-situation with the bone cement as a place holder. The CT can be reconciled with the information given in the report, specifically in the update from the 9th of january. As per communication received on 9th january, an infection was found at the anterior aspect of the tibia at the incision, the implant was removed, and a cement spacer was inserted as well as an antibiotic course which was prescribed by the surgeon.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with infection based on wound anterior of tibia at the incision site. The implant was removed and antibiotic cement spacer was inserted antibiotic course prescribed by the surgeon. It was noted that there was remarkable patient circumstances/non-compliance.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.